Event description:
Boston scientific received information that impedances greater than 2500 ohms were reported on this ventricular lead and the patient had presented to a new clinic complaining of dizziness. As a result this lead was surgically abandoned and reported to have fractured. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.